Event description:
It was reported that the right ventricular (rv) lead had a sudden, elevated threshold and the lead dislodged. The rv lead was explanted and replaced. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a sudden, elevated threshold and the lead dislodged. It was also reported there was failure to capture. The rv lead was explanted and replaced. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.